Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels in the 200's (mg/dl). Reportedly, the customer had neglected to deliver a bolus for meals. The customer delivered a bolus via the pump. Reportedly, the customer consulted with the healthcare provider.